Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed and the reported allegations were not confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of death, cardiac arrest, hypotension and prolonged procedure due to inability or difficulty navigating through patient anatomy were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device has not been returned to bsc for analysis, and the information within the event description suggests that the outcome was a result of the patient's condition, therefore the conclusion code 'adverse event related to patient condition' was assigned by boston scientific. With respect to the difficulty with groin access, it is most likely that the patient anatomy or physician technique caused or contributed. The IFU for the device captures relevant information related to careful manipulation and tenting, while risk reasonably associated with access solution devices is captured in the hazard analysis for the device (difficulty navigating anatomy) and (hypotension).

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that fifteen (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed. It was further reported that a blood pressure dropped and was low throughout the case before versacross was inserted in the patient. It was further reported that the lesion set was pvi. Unsure of the number of applications. Cause of the patients condition ef was not disclosed. General anesthesia was used in the procedure to treat persistent af.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that fifteen (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed. It was further reported that a blood pressure dropped and was low throughout the case before versacross was inserted in the patient. It was further reported that the lesion set was pvi. Unsure of the number of applications. Cause of the patients condition ef was not disclosed. General anesthesia was used in the procedure to treat persistent af.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that fifteen (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed.

Event description:
It was reported that a patient death occurred. It was reported that a faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a pulmonary vein isolation (pvi), to treat a persistent atrial fibrillation. A complicated groin access was reported, due to a patient's tortuous anatomy, which took roughly an hour to get into heart. A non-boston scientific ice catheter was being used during complications with groin access/getting catheters up to the heart. Transseptal access was completed, with no issues or malfunctions reported. Then ablations proceed as normal, along with farawave catheter, with no issues reported. A low blood pressure was noted throughout procedure. Procedure was completed without issue. Later, it was confirmed on ice no pericardial effusion. The patient coded pulling groins at end of procedure. It was noted that (15) min after the procedure, in the same day, the patient died due to heart failure (given as cause of death). The physician states ef 10% and low blood pressure were the cause of death prior to any treatment. A (CPR) cardiopulmonary resuscitation was performed by staff and an anesthesia intervention. Ice, tte, arterial line were performed as medical/surgical interventions. In the physician's opinion, the devices nor the procedure contributed to the patient complication. No autopsy reported. The devices are not available to return for analysis, since they were disposed. It was further reported that a blood pressure dropped and was low throughout the case before versacross was inserted in the patient.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b: adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.